Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered during the cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed without further problems. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(6) 2013.

Manufacturer narrative:
The returned catheter were visually inspected and functionally tested. Failure files confirm system notice message 50005 "leak detection" for the date of case. Smart chip verification indicated the catheter was used for 6 injections. Visual inspection of the catheter showed traces of blood inside the coax connector. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.38 inches from the tip. Dissection of the handle showed traces of blood at the vacuum service loop and vacuum line. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.